Manufacturer narrative:
(B)(4) the opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, previous investigations of similar complaints and our knowledge on the product. Results: visual inspection of the photograph confirmed that the tubing of the opt944 optiflow + adult nasal cannula was pulled apart close to the connector end, and was stretched at the manifold. Conclusions: without the complaint device, we are unable to determine the cause of the reported event. However, the reported damage is likely caused by pulling. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of or reprocessed. The subject cannula would have met the specification at the time of production. The setup instructions in the user instructions which accompany the opt944 optiflow + adult nasal cannula include the following steps: - "ensure headstrap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor in china reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow + adult nasal cannula had broken after seven days of use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). We are currently in progress of completing our investigation of the complaint opt944 optiflow + adult nasal cannula. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow + adult nasal cannula had broken after seven days of use. There was no reported patient consequence.